Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on 1/14/2019 and suture was used. The suture broke during uterine dissection. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.